Manufacturer narrative:
Initial 2 of 2: e1: patient country: (B)(6). Name: medtronic minimed. Country: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient had insulin flow block alarm due to bent cannula which leads to high blood glucose 282 mg/dl and treated with manual bolus on (B)(6) 2026.